Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unspecified age. The pt was taking an unspecified medication for treatment of an unk indication beginning on an unk date. In 2008, it was reported that when the pt turned the humapen memoir device, the number in the dose area was missing segments. This humapen memoir device was associated with another devices. The pt was the operator of the device. It was unk if the pt was a trained user. It was unk how long the pt had used this device model. It was unk if the use of the humapen memoir device continued. It was planned that the device would be continued. Further information will be added when received.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.